Event description:
Our rep is reporting that during an arthroscopic knee repair, metal filings emanating from a beath pin and a restore femoral aimer were observed falling into the patient's joint space. Upon further examination, it was noted that the "femoral aimer" was bent, this condition was the precipitator of the metal filings. All of the debris was removed from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
When the complaint device is received, it will be evaluated, and if a root cause can be established, it will be the subject of a follow-up report.